Event description:
On (b)(6) 2026, while undergoing device interrogation, the patient observed the remote monitor screen transition to what appeared to be an administrative login screen displaying a message that ECoG data was downloading. During this event, the patient reported experiencing an electrical shock and noted visible sparks from the wand. The patient described the sensation as comparable to touching an electrical socket.NeuroPace advised the patient to stop using the wand and requested that it be returned for evaluation.

Manufacturer narrative:
(b)(4).Investigation of Returned Wand: NeuroPace was unable to reproduce the reported shock or sparking during testing. However, upon disassembly of the wand, evidence of liquid damage was observed on the circuit board. This damage may have contributed to the patient's reported shock experience.